Event description:
Reporter alleged obtaining the results of 426 mg/dl (8:32 pm) and 281 mg/dl (8:38 pm) on aviva system 1 compared back to back with a result of 97 mg/dl (8:41 pm) on aviva system 2 when testing was performed within 10 minutes. Reporter stated that prior to obtaining the readings, he did not feel good, thought he was hypoglycemic and ate some ice cream when he tested 50 mg/dl at 6:59 pm. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.